Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05664. It was reported that the patient's leads were exhibiting high impedances due to lead migration. As a result, the leads were re-positioned on (B)(6) 2021. Surgical intervention resolved the issue.